Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Approximate age of device ¿ 15 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient¿s hemoglobin went down to 7.6 g/dl on (B)(6) 2018 in the am. The patient was transfused with 1 unit of packed red blood cells (prcbs). The patient was noted to have a hemoglobin level of 7.3 g/dl on (B)(6) 2018 and received another unit of prcbs. The patient¿s hemoglobin level increased to 8 g/dl on (B)(6) 2018. The patient had a prolonged hospitalization until the issue resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4); no product is available for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. The patient's hemoglobin was reported to be low at 7.6. The patient was transfused with 1 unit of packed red blood cells. The patient was noted to have hemoglobin of 7.3 on (B)(6) 2018 and was transfused with another unit of packed red blood cells. The patient's hemoglobin increased to 8 on (B)(6) 2018. No additional information was reported.